Event description:
It was reported by service report that the head-end right siderail was damaged, stuck down, and would not lock in the upright position. It is unknown if there was patient involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Damaged siderail panels.